Event description:
It was reports that the label cannot be read anymore. Further she reports that it is impossible to set the degrees for a correct locking.

Manufacturer narrative:
Evaluation summary: review of device history record (DHR) / review of inspection records. A review of the inspection records for the targeting sleeve revealed no discrepancies. Deviations in the inspection documents were not found. The item was documented as faultless prior to distribution and as it had been in use for a longer time we pre-suppose that the targeting sleeve had fulfilled its tasks in former surgeries as intended. Due to the surface printing is partly flaked off function is no longer given. Plasma surface activation: the new speedlock sleeve has a new manufacturing process called plasma surface activation which helps to improve the adherence of the surface printing. Evaluation revealed that the reported event is linked to manufacturing process contributed by multiple sterilization - and cleaning cycles over years of use.